Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced restenosis. The patient had an unknown size taxus liberte stent implanted on an unknown date. In (B)(6) 2010 the patient came in for nine month follow up and an angiogram was performed and found the venous graft of the 1st obtuse marginal branch had a vessel diameter of 3.00mm and was 75% stenosed. The physician found the proximal portion of the taxus liberte stent that was implanted had restenosis. Treatment was performed nine days later. Prior to treatment the lesion was reported as 50mm long, 3.5mm in diameter and 90% stenosis. Treatment consisted of balloon angioplasty and placement of an unknown size taxus liberte stent. Post procedure stenosis was 0%. The patient was discharged the next day in an improved condition.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that in (B)(6) 2009 a lesion with a reference vessel diameter of 3.00mm and a length of 28.0mm that was located in venous graft anastomosed to 1st obtuse marginal branch was visually 90% stenosed. The lesion was treated with placement of a 3.00x28mm tauxs liberte stent. Pre-dilatation and post-dilatation were not performed. Residual stenosis was 0% and timi flow 3. The patient was discharged with out complications 2 days later on aspirin, clopidogrel, bisulfate and persantin. Per the investigator the restenosis was unrelated to the taxus liberte stent, possibly related to the index procedure and unrelated to the antiplatelets.

Manufacturer narrative:
(B)(4).